Manufacturer narrative:
(B)(6): this treatment was an extra dialysis treatment to remove fluid, due to patient weight gain (B)(6).

Event description:
A report of a possible suspected allergic or hypersensitivity event has been received from a hemodialysis user facility. Initially, it was reported that the event occurred during dialysis. The symptoms that were reported were shortness of breath. The symptoms occurred at 30 minutes into the dialysis treatment. The patient was given oxygen. For this event, the patient reported "feeling funny" and then had a chance in level of consciousness. The facility was contacted for additional information. Where the reporting rn has provided additional information on this incident. It was learned that the patient was transported to the hospital. It was found that the patient had a possible heparin allergy. The heparin was discontinued after this event. Additionally, it was learned that the patient receives dialysis with a different manufactured brand of dialyzer. It is reported that the patient is doing fine. No sample and the lot is unknown.